Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. No damages or defects were found that would affect the delivery of insulin. The fluid path was tested for leaks. No leaks were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 300 mg/dl. The patient was dehydrated. For treatment, the patient was given fluids and insulin. The patient was discharged after 3 days. The pod was worn between 4 and 24 hours on the abdomen. The pod was leaking.